Manufacturer narrative:
(B)(4). Method: the subject rd062 is the neopuff spare fascia & valve assembly was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer, including a photograph, and our knowledge of our product. Results: visual inspection of the provided photography has revealed that the manifold port on the manometer tube side was broken. Conclusion: we are unable to confirm the cause of the reported event. G4: rd062 is the neopuff spare fascia & valve assembly for rd900 neopuff and the 510(k) for the neopuff is k971695. Section d4: device details were not received from customer. Section h4: device manufacturer date details were not received from customer.

Event description:
A distributor in united states has reported that the internal hose of a rd062 neopuff spare fascia & valve assembly broke off during installation on a neopuff infant resuscitator. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. G4: rd062 is the neopuff spare fascia & valve assembly for rd900 neopuff and the the 510(k) for the neopuff is k971695. Section d4: lot number details were not received from customer. Section d4: UDI details were not received from customer. Section h4: device manufacturer date details were not received from customer.

Event description:
A distributor in united states has reported that the internal hose of a rd062 neopuff spare fascia & valve assembly broke off during installation on a neopuff infant resuscitator. There was no reported patient involvement.